Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered, but remained functional. Additionally, it was reported that an unspecified cartridge issue occurred. There was no known impact to the customer¿s blood glucose. Reportedly, the customer loaded a new cartridge and resumed pump therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. No failure was identified related to the reported cartridge alarm issue.